Event description:
Unit keeps saying "please disconnect charger to attempt to rescue" when the charger is not in place. When this occurs, the device is out of service. This condition is not detected by the device's self-test. The customer noticed the problem when they did their daily maintenance on the device. This did not happen in a rescue situation.